Manufacturer narrative:
Block h6" imdrf code a1401 captures the reportable event of deflation. Imdrf code f2202 captures the reportable event of endoscopic procedure. Correction to field b5: describe event or problem. Correction to field h6: impact codes.

Event description:
It was reported to boston scientific that an orbera bib intragastric balloon was used during a balloon implant procedure on (B)(6)2024. The patient noticed a blue color in his urine and contacted the physician. The physician requested an image. A liquid diet was recommended, and the balloon was explanted on (B)(6)2025. No patient complications were reported as a result of the event. It was reported that methylene blue was used when filling the orbera balloon. However, according to the instructions for use (IFU) the igb is places in the stomach and filled with sterile saline.

Manufacturer narrative:
Block h6". Imdrf code a1401 captures the reportable event of deflation. Imdrf code f2202 captures the reportable event of endoscopic procedure. Correction to field b1: adverse event/product problem. Device evaluation: the device was not returned however the customer provided some pictures where it can be observed the reported blue urine by the patient. Also, it was observed some pictures of the balloon deflated inside the patient's anatomy. For these reasons, the reported codes of balloon deflated and use of device issue - user error can be confirmed.

Event description:
It was reported to boston scientific that an orbera bib intragastric balloon was used during a balloon implant procedure on (B)(6) 2024. The patient noticed a blue color in his urine and contacted the physician. The physician requested an image. A liquid diet was recommended, and the balloon was explanted on (B)(6) 2025. No patient complications were reported as a result of the event. It was reported that methylene blue was used when filling the orbera balloon. However, according to the instructions for use (IFU) the igb is places in the stomach and filled with sterile saline.

Event description:
It was reported to boston scientific that an orbera bib intragastric balloon was used during a balloon implant procedure on (B)(6) 2024. The patient noticed a blue color in his urine and contacted the physician. The physician requested an image. A liquid diet was recommended, and the balloon was explanted on (B)(6) 2025. No patient complications were reported as a result of the event. It was reported that methylene blue was used when filling the orbera balloon. However, according to the instructions for use (IFU) the igb is places in the stomach and filled with sterile saline.

Manufacturer narrative:
Block h6" imdrf code a1401 captures the reportable event of deflation. Imdrf code f2202 captures the reportable event of endoscopic procedure. Imdrf code f2203 captures the reportable event of imaging required.

Manufacturer narrative:
Block h6" imdrf code a1401 captures the reportable event of deflation. Imdrf code f2202 captures the reportable event of endoscopic procedure. Device evaluation: with all the available information, boston scientific concludes that the most probable cause is known inherent risk of device. The orbera bib intragastric balloon was returned for analysis and was observed to be deflated and colored blue. The customer provided pictures where it can be observed the blue urine reported by the patient. Also in the pictures, it was observed that the balloon deflated inside the patient's anatomy. Therefore, the reported events of balloon deflated and use of device issue - user error can be confirmed. The reported event of endoscopic procedure cannot be confirmed with the evidence provided.

Event description:
It was reported to boston scientific that an orbera bib intragastric balloon was used during a balloon implant procedure on (B)(6) 2024. The patient noticed a blue color in his urine and contacted the physician. The physician requested an image. A liquid diet was recommended, and the balloon was explanted on (B)(6) 2025. No patient complications were reported as a result of the event. It was reported that methylene blue was used when filling the orbera balloon. However, according to the instructions for use (IFU) the igb is places in the stomach and filled with sterile saline.